Event description:
The pt presented with occlusion and heavy calcifications of his mid superficial femoral artery. Indication for procedure state multiple attempts for percutaneous revascularization to the left lower extremity were performed without success. On (B)(6) 2012, a gore propaten vascular graft was implanted in an above-knee femoro-popliteal bypass procedure. On (B)(6) 2013, the pt presented with a left groin drainage and distal seroma sac. Fluid was drained and cultures were taken. Stat gram stain showed no evidence of organisms.

Manufacturer narrative:
Review of device mfg record history confirmed device pre-release specifications.